Event description:
The user facility reported that the device will not switch from the internal to external charging system when unplugged from ac power. The device shuts down and does not operate on battery power when unplugged from ac power.

Manufacturer narrative:
The user facility biomed in conjunction with a carefusion technical support specialist determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The user facility will be shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of the (B)(6) 2015 the alleged faulty gas delivery engine (gde) has not been received.

Manufacturer narrative:
Failure analysis (fa) lab received an avea gas delivery engine (gde) assembly. Fa inspected the gde externally, no anomalies were found. Fa installed the gde on to an avea test station. Fa powered in to user mode, the gde is cycling properly. The internal and external batteries led indicator were both red. Allowed the gde to cycle for 10 minutes and the internal battery charged to the green indicator, the external battery remained at the red indicator. Fa performed ac power / internal battery / external battery test and it failed the testing. When the ac power was disconnected, led indicator went straight in internal battery. Disconnected the external battery and the external led indicator remained illuminated, even if the external battery was disconnected. Fa connected the external battery and the external battery indicator is no longer illuminated. Fa continued by removing the power driver board assembly and visually inspected the power driver board, found burnt capacitor r607. When resistor burned it contaminated tca assembly, o2 blender, blue tubing and green tubing with burn residue. Fa installed a known good power driver board and powered the gde into user mode. Re-ran ac power / internal battery / external battery test, passed this time. Fa conducted the extended self test (est), passed all three test. Fa was able to duplicate the reported issue and isolated the reported problem to resistor (r607). The o2 blender, tca assemblies and contaminated tubing with burn residue were removed and disposed of. The power driver board assembly was removed scrapped. Fa moved the gde assembly to factory service to have new power driver board, o2 blender, tca assemblies installed and gde assembly processed.